Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/23/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016 sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).